Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call display anomaly on the insulin pump. Customer¿s blood glucose level was 8.4 mmol/l. Troubleshooting for display anomaly was performed. Customer advised the display flashed and was blank. Customer removed the battery, the insert battery alarm did not display and the gold connector fell off the insulin pump. Customer was advised a new battery cap would be sent out. The insulin pump will not be returned for analysis.